Event description:
The manufacturer received info alleging a ventilator's lcd display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. A wire on the inverter board was found to be cut. The device's inverter board was replaced to address the issue. It appears the device was tampered with.